Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 8987930 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a pci intervention, the maverick otw balloon ruptured. The lesion being treated was located in the 99% stenosed left circumflex (cx). Following predilation with a 1.25mm balloon (manufacturer unknown), the maverick otw balloon ruptured at 6 atms on the initial inflation. No patient complications were reported, and the procedure was completed with another of the same devices. Patient status was reported as 'good.'